Event description:
I am using libre 3 plus glucose sensor. Last night around 3:32 I had a low glucose alarm. My libre sensor read 67 but my finger stick was 108. I rechecked the sensor 30 minutes later and it was 68. It remained at 68 for the next two hours. Events log showed er9, 978. This will be the third defective sensor in a row. I also have a diagnosis of bipolar 1 with acute anxiety. The constant failures are causing acute anxiety and pushed me into a manic episode. I have called my psychiatrist and will continue taking medications as prescribed until my next visit since I am currently wintering in (B)(6) until may. Abbott's quality assurance on these sensors is beyond abysmal. Their product is defective and they were not checking the assembled sensors before shipping on that ireland product line which is where the us receives their sensors. Testing components rather than the sensor is flawed scientific protocol. As a retired medical research coordinator, I am totally aware of proper protocol. Patient code: 2328. Device codes:1535, 2917. Reference report: mw5184562, mw5184564.